Event description:
It was reported that cgm displayed error message 42 while in use. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, received instructions for complete pump reset, performed reset with guidance, and cgm error did not recur; case was closed by technical support.